Manufacturer narrative:
H10: a philips field service engineer (fse) evaluated the device and determined the leak occurred due to a failure of an external tube. The fse advised the customer to replace the oxygen tubing. The issue was resolved when the customer exchanged the tubing. The device was operational and returned to service after the tubing exchange was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
Philips received a complaint from the customer biomed, reporting an oxygen leak from the connection tube on the v60 ventilator. The device was reported to be in clinical use for monitoring. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse dispatched onsite service for further evaluation. A philips field service engineer (fse) evaluated the device and determined the leak occurred due to a failure of an external tube. The fse advised the customer to replace the oxygen tubing. The investigation is ongoing.